Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet left atrial appendage occluder was chosen for a procedure. During procedure, the disc undergoes abnormal deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 22mm amplatzer amulet left atrial appendage occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.